Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024, which is off-label usage of the device. On (B)(6) 2024, it was reported that the patient¿s cgm readings varied between 60-89 mg/dl. The patient self-treated for the hypoglycemia (treatment specifics not specified). However, despite treatment, the patient¿s cgm readings remained low. The patient also began to feel nausea, dizziness, disorientation, and was vomiting. At this point, the patient¿s bg meter reading was tested, which was high mg/dl). The patient¿s spouse drove the patient to the ER at 2pm. At the ER, the patient¿s bg meter reading was also high mg/dl and lab work was drawn. The lab work revealed the patient¿s bg level was 771 mg/dl. The patient was treated with IV fluids and insulin. The patient was discharged home after 2 days. The patient was feeling tired at the time of report. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.